Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery cable will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.